Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that a tube had popped off port 10 of the blood sampling valve (bsv) and leaked diluent over the bsv drip tray. The fse replaced the tubing which resolved the issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 750 hematology analyzer leaked clear liquid while running diluent in manual mode. The volume of leak was unknown and was contained within the unit. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.